Event description:
It was reported post implant a realize band, the patient described left upper quadrant pain, but it would occasionally shift to pain in the right upper quadrant. Eating and weight loss has been normal. An exploratory laparoscopy was performed. The surgeon removed excessive adhesions. The patient had previous gastric band and a lap cholecystectomy surgeries. It was noted that the band orientation was correct. The surgeon shorten the tubing of the band to see if that will help with pain. The port was removed and only one hook retracted, 3 remained deployed, even though he unlocked the port- did so with a hemostat). Note: strain relief was not present. The band tubing was cut about 7in and the port was replaced. The surgeon hopes that between taking adhesions down and shortening tubing that patient's pain will subside.

Manufacturer narrative:
(B)(4). Link damaged. The injection port with the locking connector and 22.5cm of catheter were returned for evaluation. Complaint confirmed upon visual inspection and functional test three hooks remained deployed. The port was disassembled and the link was damaged. It was also noted that the tubing strain relief was not returned for evaluation. A review of the product's instruction for use (IFU) was performed, and it was stated that during a revision surgery, it may be necessary to clear tissue growth around the injection port and fastening hooks before the injection port can be removed. Tissue growth may impede ability to rotate the actuator ring and retract the fastening hooks. Damaged to the link may have resulted due to the use of excessive force used during the removal of the injection port. To mitigate the strain relief "migration" from the locking connector, a design enhancement has been implemented with the approval of the FDA to glue the strain relief to the locking connector. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.